Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 81% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant medical products: 419588 lead, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)'s explanted and replaced for unexpected longevity. No patient complications have been reported as a result of this event.